Event description:
It was reported that the clinical study patients pain area was not being covered due to lead migration. The patient was hospitalized and underwent a revision procedure in which the spinal cord stimulation (scs) lead was replaced. The event was assessed as causally related to the device and not related to the procedure or stimulation. The event has resolved. Additional information was received that lead migration was confirmed by xray. The explanted lead will not be returned as it was discarded.

Manufacturer narrative:
Correction to initial MDR in block d4: serial number was known, but not included.

Event description:
It was reported that the clinical study patients pain area was not being covered due to lead migration. The patient was hospitalized and underwent a revision procedure in which the spinal cord stimulation (scs) lead was replaced. The event was assessed as causally related to the device and not related to the procedure or stimulation. The event has resolved.

Event description:
It was reported that the clinical study patients pain area was not being covered due to lead migration. The patient was hospitalized and underwent a revision procedure in which the spinal cord stimulation (scs) lead was replaced. The event was assessed as causally related to the device and not related to the procedure or stimulation. The event has resolved. Additional information was received that lead migration was confirmed by xray. The explanted lead will not be returned as it was discarded. Additional information was received that the lead migration did not result in clinical harm, and that the hospitalization was standard of care for the lead replacement.

Manufacturer narrative:
Update to block b3 date of event.